Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous circumflex artery into an obtuse marginal branch. A 2.25x32 synergy ii drug-eluting stent was advanced with the guide catheter in the left main coronary artery. However, the physician realized that it was a little bit too long and tried to remove it. Upon removing, the stent would not pull back very well through the guide catheter. The stent appeared foreshortened on the stent delivery system. The stent was deployed in the appropriate position and looked to have accordion down. A 2.5x12mm stent was deployed more proximal to the first stent in the circumflex artery to adequately cover what needed to be covered. The procedure was then completed. No further patient complications were reported and the patient's status was fine.